Event description:
It was reported that the user experienced recurrent early-morning low glucose while using the ilet bionic pancreas, with the agent noting a pattern of going to bed with high glucose and subsequent overnight lows despite a higher continuous glucose monitor (cgm) target during those hours. Symptoms included hypoglycemia and hyperglycemia ranging from 65 mg/dl to 295 mg/dl. Outcomes included user-performed treatment with oral glucose as needed and phone-based troubleshooting and education. Investigation included review of device-generated glycemic reports and discussion of meal announcement practices and bedtime snack composition. Investigation of this case revealed that pre-bed high glucose followed by announced carbohydrate intake and higher-carbohydrate bedtime snacks, such as cereal, likely contributed to overnight hypoglycemia, while the device and components were functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors involving meal announcements and carbohydrate selection at bedtime.